Manufacturer narrative:
(B)(4).. After the ventilator was retrieved by the distributor, the alternating (ac) led was lit but the device didn't turn on.

Event description:
It was reported that during use a ventilator had a constant alarm and ventilation stopped. The patient had difficulty breathing, so the patient was removed from the ventilator and transferred to a different ventilator. There was no negative patient outcome (harm/injury) reported as a result of this event.

Manufacturer narrative:
(B)(4). Correction: serial number (B)(4).

Manufacturer narrative:
A pump/manifold assembly was returned to covidien/medtronic¿s failure analysis. An investigation was performed and the failure analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.